Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for the return of the device. The customer has responded and indicated a loose connector was reseated to resolve the reported complaint. The customer stated the device was returned to service for clinical use and will not be returned to zoll medical.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.